Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a no delivery alarm while filling the tubing. The blood glucose reading was 244 mg/dl. She was advised to disconnect and reconnect the tubing and reservoir at the tubing connector and then push insulin slowly through the tubing using the plunger. She stated that insulin did not exit. Customer was advised to change the reservoir and the issue was resolved. Nothing further was reported.